Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device inappropriately displayed a "release shock button" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical canada. Instead, the summary report strip was provided. Review of the provided strip shows that the shock button was pressed before the device had charged to the selected energy, resulting in the release shock prompt. However, this does not indicate a device malfunction. The investigation concluded that the device met specifications and performed as designed. Per the r series error guide, a release shock button message is advisory and does not indicate a device malfunction. It indicates discharge button being pressed when pressing charge button or discharge button pressed when defib system enters the defib ready state. The operator must release the shock button and press it again in order to discharge the unit. Analysis of reports of this type has not identified an increase in trend.